Manufacturer narrative:
Complete information for patient information, patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=19.10 miu/ml (>5.0 miu/ml and < 25.0 miu/ml will be no interpretation; grayzone) /repeated on ai01836=3.62 miu/ml (< or =5.0 miu/ml=negative) /repeated=4.0 miu/ml and 3.40 miu/ml /previous history in (B)(6) 2022 on ai20702=39.9 miu/ml (>25.0 miu/ml=positive) /repeated=3.45 miu/ml the customer concern for false positive b-hcg results from (B)(6) 2022. There was no reported impact to patient management.

Manufacturer narrative:
The abbott customer support representative recommended the r1 alinity pipettor probe (03r96-01) be replaced which resolved the issue by the customer. A review of the alinity I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the alinity I processing module or the r1 alinity pipettor probe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual addresses operational precautions and limitations. The operations manual also provides probable causes and corrective actions for decreased concentration and erratic assay results and provides instructions for the removal, the replacement, and the verification of the alnty r1 alinity pipettor probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(6), or the alnty r1 alinity pipettor probe.